Event description:
It was reported that surgeon revised patient's left knee due to instability and pain from a fracture posterior stabilized knee. Replaced with new liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.